Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and insulin leaked out of the side of the device. The customer's blood glucose reading was 87 mg/dl at the time of incident. Troubleshooting found that the customer already disposed of the infusion set.